Event description:
It was reported that when the device, with reload cartridge, was used during an esophagogastrectomy, it locked out. Case successfully completed with another device. There was no consequence to the patient.